Manufacturer narrative:
The report of power and flow elevations was confirmed based on the information contained in the submitted system controller log file; however, a specific cause for these elevations could not be conclusively determined. A correlation between the device and the report of suspected thrombus could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a steady increase in pump power and estimated flow values were observed in clinic with concern for thrombosis. Review of the system controller log file by the manufacturer's technical services representative revealed a few power elevations between 10-12 watts associated with pulsatility index events. A ramp study showed that the aortic valve was able to close at higher pump speeds and vad parameters were unchanged. The patient's lactate dehydrogenase level was reportedly mildly elevated but has remained stable. The patient was not admitted and continues to be followed weekly in clinic.